Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the patient presented to the emergency room with high right ventricular (rv) lead thresholds and intermittent capture. The outputs were increased and the patient was taken in for a lead revision. During the procedure, maneuvering around the site of the device caused no rv lead capture. The pocket was opened and the lead was repositioned with normal numbers; however, while plugged to cables, loss of capture was noticed at various output settings. The lead was explanted and replaced with the existing atrial lead and a new lead was placed in the atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.